Event description:
It was reported that a patient presented with the "hv impedance out of range" alert. As a result, the patient alarm was off. There were no out-of-range markers in the trend. The physician says there is no issue with the lead and reprogrammed the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.